Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. A review of calibration and quality control data provided by the customer confirmed that all results were within expected ranges. The investigation identified that the customer did not follow the recommendations outlined in the assay method sheet. Specifically, the method sheet advises that all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay, and repeatedly reactive samples must be confirmed using supplemental methods such as immunoblot or detection of hcv rna. The reported results were not confirmed using these recommended procedures. The root cause of the reported false positive result was attributed to the lack of adherence to the assay's confirmation testing protocol. Single false positive results are covered by the assay's specificity claim.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The initial result in (B)(6) 2024 was reported as reactive. On (B)(6) 2024, the sample was retested with the same assay and yielded a reactive result of 10.6 coi. Subsequent testing of the same sample on an advia centaur system (siemens) produced a non-reactive result. Testing on another roche analyzer at a different laboratory also produced a non-reactive result. A viremia test, using an unspecified method, was negative.